Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's green and orange light emitting diode (led) indicator switched off due to a bad connection. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 12may2019. Device evaluated by MFR, patient and device codes. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power overlay switch and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.